Event description:
New information received states another instance of post-paced t-wave oversensing was observed when the patient presented to the emergency room. New recommended programming changes were made. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made during device check.